Event description:
The customer reported to olympus, that an e116/e117 error occurred while using the camera control unit and restarting did not solve the problem. The issue occurred during preparation for use and there were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed as during startup, errors e118/116 occurred due to a faulty motherboard unit. No corrosion or mechanical damage was visible. The motherboard needed be replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that "e116 error code" and "e118 error code" occurred as a result of a defective motherboard unit. Olympus will continue to monitor field performance for this device.